Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 14.5 diopter intraocular lens (iol) was implanted into the patient's operative eye incorrectly instead of a symfony, model zxt lens on (B)(6) 2018. Therefore, the lens was explanted and a model zxt was implanted. No additional information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no other complaints have been received for this production order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.